Event description:
It was reported that there was difficulty placing an epicardial lead. At every location attempted, the lead exhibited high thresholds and high impedances. The lead was attempted not used, and replaced by a new epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The analyst noted that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented the outer insulation is cut at 34.2cm, blood is visible inside proximal conductor, damaged at implant attempt. Note: a insulation breach would likely cause low impedance not high impedance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.